Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported receiving 4 false negative results with the binaxnow covid-19 ag self test assay performed on (B)(6) 2021. Confirmation testing (unspecified) generated a positive result. No additional information was provided, despite multiple attempts.

Manufacturer narrative:
Corrected data: g4: eua number corrected. Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.